Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system had recently started suctioning too much which caused pain to the patient. The liberator representative advised the patient that there was only one setting for the suction, but the patient believed a replacement unit will help because the system was used for a while since july and this had only started happened recently. No medical intervention was reported. Per follow-up with customer on (B)(6) 2020, the patient stated that the suction was so strong, and it sucked mucus out.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A bd purewick urine collection system with the external power cord was returned. When plugged in, there was light and sound indicative of the pump functioning correctly. The device failed the dead head pressure test with a value of 397.0 mmhgd. After reassembling the device, it passed the dead head pressure test with a value of 168.6 mmhgd. The device passed the airflow test with a value of 1.806 slpm. Upon opening the device, there was urine residue within the enclosure, along the edges of the device, as well as within the exhaust tubing and inner pump tubing. The ball within the vacuum relief valve was slightly pushed in and not close to the surface, and the spring was unable to be actuated. The tubing was slightly discolored from urine residue. The metal ball inside the vacuum relief valve was poked and prodded some, and no residue was seen dropping from the spring. As no specific debris or residue was seen leaving the spring, and the cause was unable to be identified, the reported event will be confirmed, cause unknown. A potential cause of failure is "inadequate component (pump and relief valve) selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "operating atmospheric pressure limitation 70 kpa - 106 kpa" "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system had recently started suctioning too much which caused pain to the patient. The liberator representative advised the patient that there was only one setting for the suction, but the patient believed a replacement unit will help because the system was used for a while since july and this had only started happened recently. No medical intervention was reported. Per follow-up with customer on 31dec2020, the patient stated that the suction was so strong, and it sucked mucus out. Per follow-up call performed on 30jan2021. Spoke to customer. Customer had trouble with wicks and was instructed to tap on the end to make room for suction to work. They obtained a new unit because it was constantly sucking and had bubbling noise. The suction was so strong as they had received sores. All was ok right now with the new machine. Customer recently returned the old machine.